Event description:
It was reported that the sheath split. An isleeve introducer was used for an aortic valve implant procedure. A 24mm balloon was used for predilatation. The physician did not use the c-arm to visualize the balloon exiting the tip of the isleeve introducer. An acurate valve was implanted. Again without visualizing with the c-arm, the delivery system was removed through the isleeve. Post-dilatation was completed without visualizing with the c-arm. The sheath was removed and it was noted that there was a split along the sheath about halfway down. The procedure was competed successfully and no patient complications were reported.